Event description:
This complaint is the result of a customer contacting baxter. The customer reported an accusol bag that a leak was found at the inter-compartment seal during priming following preparation as directed. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The device has been reported to be available for evaluation and has been requested. However, the device has not been received for evaluation as of yet. If the device is received, a follow-up report will be submitted upon completion of the evaluation. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). It is unknown when the sample was received for evaluation. Evaluation: the actual device was received and evaluated. The complaint was confirmed. A review of the batch file was found to be acceptable. The root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.